Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis of neurostimulator model 3116, serial # (B)(4) showed no significant anomalies and was functionally okay. The device passed the final functional test and good stable output was seen on electrode pairs the device had when received.

Event description:
It was reported that the patient had a complaint of ¿electrical shocking¿ on their abdominal wall and that their implantable neurostimulator (ins) was explanted. It was also noted that there was no normal depletion of the ins battery. There was no report of a patient death and no injuries were noted. The patient outcome was reported as recovered without sequelae.